Event description:
A report was received from (B)(6) that stated: during a procedure to implant a proximal femoral nail antirotation (pfna), the blade would not advance and became lodged in the protection sleeve. The surgeon opted to cancel the pfna insertion and completed the procedure with use of a competitor's proximal nail. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned, or catalog number, or lot number provided.